Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was received which revealed that the biomedical technician at the user facility replaced the mixer motor and power cord to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by the user facility biomedical technician that the granuflo mixer motor tripped the ground fault interrupter (gfi) and a puff of smoke was discharged from the mixer. This was observed each time the mixer was supposed to come on. The user facility biomedical technician reported the mixer motor and power cord were replaced to resolve the issue. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
A plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported by the user facility biomedical technician that the granuflo mixer motor tripped the ground fault interrupter (gfi) and a puff of smoke was discharged from the mixer. This was observed each time the mixer was supposed to come on. The user facility biomedical technician reported the mixer motor and power cord were replaced to resolve the issue. The unit has been returned to service at the user facility without issue.